Manufacturer narrative:
There is no indication that service made any repairs to the instrument. The customer was provided with another rf reagent.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that between lots of rheumatoid factor (rf) reagent, there is a (B)(6) on patient sample results which are outside the bci precision claim. The samples were tested on the immage 800 immunochemistry system. No false results were reported out of the lab. There was no affect to patient treatment.